Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An other health professional reported that following an intraocular lens (iol) implant procedure, the lens gave rise refractive surprise of -2.00. The iol was exchanged because the patient was intolerant of monovision approximate 1 month after the initial procedure. During the explant procedure (operative diagnosis), lens dislocation and scratch on lens were identified. The physician also stated that the left eye cornea was quite aberrated from multiple laser treatments and that was interacting negatively with the iol.